Event description:
Caller reported a tandem mobi cartridge alarm, which caused their blood glucose level to exceed 500 mg/dl, with the specific value recorded as "high." Customer addressed the elevated blood glucose level with a correction bolus via the pump and did not require third-party assistance beyond normal support. Technical support confirmed the cartridge alarm and will replace the pump. Customer was advised to put the pump into storage mode before returning it and understood the instructions for using a pre-paid label to send the problematic pump back within 10 days. A replacement pump has been sent. No magnet exposure or alarm issues occurred during the load process, and the customer will use multiple daily injections as a backup therapy to ensure continuous insulin delivery.